Manufacturer narrative:
Age: 70.35 ± 6.21 years. Gender: 11 males / 9 females. On weight and ethnicity: information unknown/not provided. Date of event: date article was accepted: nov 13, 2020. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. A copy of the article is provided with this report. M. I. Soro-martínez et al. (2020) corneal endothelial cell loss after trabeculectomy and phacoemulsification in one or two steps: a prospective study. The royal college of ophthalmologists. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: corneal endothelial cell loss after trabeculectomy and phacoemulsification in one or two steps: a prospective study a randomized, controlled, double-blind, longitudinal prospective study was done to analyse the results of the surgical treatment of coexisting cataract and glaucoma and its effects on corneal endothelial cell density (cecd). A total of 60 eyes of 58 patients were included in the study which were divided into 3 groups: one-step phacotrabeculectomy (n=20), two-step phacotrabeculectomy (n=20), and phacoemulsification (n=20). Phacoemulsification (amo white star) was done through a 2.75 mm corneal incision and the intraocular acrylic lens implanted in the capsular sac were either and acrysof sn60 (alcon) or the amo sensar ar40 (amo inc) lenses. In group 1 (one-step phacotrabeculectomy): cecd percentage loss after phacotrabeculectomy at 1 month (30.7%), and cecd percentage loss after phacotrabeculectomy at 12 months (31.62%). In group 2 (two-step phacotrabeculectomy): corneal endothelial cell density (cecd) percentage loss after trabeculectomy at 1 month (2.5%), cecd percentage loss after trabeculectomy at 3 months (3.2%), cecd percentage loss after phacotrabeculectomy at 1 month (43.6%), cecd percentage loss after phacotrabeculectomy at 12 months (42.55%), and percentage of hexagonality was significantly lower in the two-step phacotrabeculectomy group at 1 month. In group 3 (phacoemulsification): cecd percentage loss after phacoemulsification at 1 month (17.9%), and polymegathism was significantly higher in the phacoemulsification group at 1 month. There are no indications in the article of any interventions provided. A copy of the article is provided with this report. This report is for the whitestar system. Another report is being submitted for the sensar ar40 lens.